Event description:
During the procedure theneedle of the manometer of the inflation device stopped moving after 2 atms. The physician was using the inflation device to inflate a ptca balloon catheter. The physician applied pressure through the inflation device and theneedle on the manometer responded, however stopped moving at 2atms. The physician continued to aply pressure to the balloon and the balloon started to inflate then deflated.